Event description:
During device presentation, it was reported that the device screen froze for approx 20 seconds, and it lost power automatically before turning back on by itself thereafter. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio- control is anticipating the device return to the manufacturing facility for evaluation and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.